Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it was failed to communicate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode and failed to communicate. A field service engineer (fse) met with the it representative and accessed the station via cfn admin. Upon reviewing the network settings, it was found that the ipv4 configurations were missing. The it representative changed the settings from static to dyanmic host configuartion protocol (dhcp) and renewed the ip configurations, successfully establishing a connection. However, after reboot, the settings reverted back. The fse confirmed this on the network configuration page, and the it representative continued troubleshooting, renewing the ip configurations again. The application was then opened, and the connection along with the last connection time was successfully verified. The system functioned as intended after the field service engineer troubleshot the device.